Event description:
The doctor was using the perclose prostar surgical device. The white plastic handle broke off and also one suture. The right femoral artery was subsequently closed by a vascular surgeon.